Manufacturer narrative:
(B)(4). Factors that may contribute to resistance during removal while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. However, as there was no information available regarding the anatomy, a conclusive cause could not be determined. The guide wire was not returned which may have aided in the evaluation. A conclusive cause could not be determined for the reported difficulty. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. In summary, based on this evaluation, there is no indication of a product quality deficiency.

Event description:
It was reported that when used for the drilling technique, the progress guide wires become fixated in the vessel wall and are difficult to remove. The devices were able to be retracted. The physician confirmed that no dissections/perforations or vessel injury occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. A follow-up will be submitted with all relevant information.the ht progress 40 guide wire is being filed under a separate medwatch report.